Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the system error had cleared on the refrigerator, and the issue was resolved in house. The user verified the operation with inventory counts. The system functioned as intended after customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator temperature was out of range and message populated as compressor failure. The system compressor was bad. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.